Event description:
A physician was using a gelmark ultra during a breast biopsy procedure with a mammotome biopsy device. The physician observed a tip shear when they removed the device from the mammotome probe. There were no pt adverse effects.